Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery. The patient felt really sick and her blood glucose was 584 mg/dl. The customer changed her infusion set and reservoir multiple times but the no delivery alarms persisted; these issues began two weeks ago. The patient treated for her high blood glucose via manual insulin injection. The customer stated that she will change her infusion set and reservoir and revert to manual insulin injections. The customer did not feel okay to troubleshoot. No products were returned or replaced.